Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer "on (B)(6) 2024, the patient was given a PICC catheter implant as instructed, the puncture port, and a pre-flush was given before the catheter was sent and it was found that the tip of the catheter was damaged. The catheter was replaced quickly and did not cause injury to the patient." No other information was provided.